Manufacturer narrative:
This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
The reporter stated that he was given the integra syringe for usage. After administering the medication the reporter noticed that the needle was missing. The pharmacy and doctor were contacted. The reporter went to the emergency room and had x-rays taken of his leg with the needle unidentified. The reporter alleges that at no time was he advised that the needle retracts. He was informed of the retractable needle when he sent an email to the bd customer support.